Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center, exhibited unintentional flow of air causing the reportable malfunction. The issue occurred during therapeutic gastric peroral endoscopic myotomy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Event description:
Follow up information received that the procedure was prolonged by 15 minutes. The patient did not require additional sedation however the patient received pca-(patient-controlled analgesia) pump postoperatively. The patient had a four day hospital stay and now discharged home. The patient made full recovery. The patient had an x-ray chest and CT abdomen. No relevant pre-existing conditions were noted. Additional information from doctor¿s meeting notes indicated one of the physicians recalls similar complication occurred during poem (peroral endoscopic myotomy) when he was working in amsterdam and that his colleague had a complication after esd (endoscopic submucosal dissection) procedure. This was about 5 years ago using cv-190- video processor. His initial thought was that maybe air should be obsolete but acknowledged that it is still required for some procedures so not possible to eliminate as an option. Co2 was made standard in amsterdam as far as 10 years ago, mainly for comfort of the patient during colonoscopies. This extended to be used in other procedures. Co2 was always used for poem. The physician noted that co2 should be integrated into the processor (cv-1500-video system center) to make it foolproof. Previously (when poem was first performed), it was standard practice to do x-ray next day after the procedure, but this is no longer routine. A small amount of ¿innocent¿ gas is expected in peritoneum during a myotomy. The event is regarding patient 1, the case started with insufflation with gas. This was confirmed before the case started. During the procedure (after 30mins approx.), anesthetist noticed the presence of gas and changes in the respiratory pressure. When blanket was removed it was visible that abdomen was swollen but with co2 but could not see this as much. De-sufflation was performed with a small canula into peritoneum. The doctor mentioned that the gas will not stay in the compartment when performing myotomy. Patient made full recovery. The patient had an x-ray chest and city abdomen. No relevant preexisting conditions were noted.

Manufacturer narrative:
This supplemental is being submitted to provide additional information to the previously submitted reports. Additional information is updated in the following fields: b5 and h6-health effect impact code. A correction to b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (g2). Based on the results of the investigation, it is likely that the reported event occurred due to air is on unintentionally. However, the subject device was not returned, and the root cause of the reported event could not be determined.

Event description:
It was reported during a therapeutic gastric peroral endoscopic myotomy (g-poem) procedure, the air video system center was unintentionally on causing patient complications of a pneumothorax and pneumoperitoneum. The patient was admitted for five days and received a chest drain and pain medication. The patient was discharged with follow-up in four weeks.

Manufacturer narrative:
This supplemental is being submitted as a correction to the previously submitted reports.